Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: only the main coil was returned for analysis. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm section. It was observed that the zap tip and the coil arm were detached. Functional testing could not be performed since only the main coil was returned. Dimensional inspection of the main coil revealed the returned components were within specification.

Event description:
Reportable based on device analysis completed on 14feb2025. It was reported that the coil could not be advanced nor withdrawn. A 20mm x 40cm interlock-35 coil was selected for embolization of an aortic dissection. During the procedure, a 5f non-boston scientific catheter was used to deliver the coil into the target location. Because the blood vessel was too twisted, the coil could not move forward. The physician repeatedly pushed it without success, yet the coil could not be advanced even with heparin saline. The coil could not be withdrawn either. Finally, the catheter was withdrawn from the vessel together with the coil. After the coil was withdrawn from the catheter, it was noted that the coil was stretched. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition following the procedure was stable. However, device analysis revealed the zap tip and the coil arm were detached.